Manufacturer narrative:
No product was returned for evaluation. The cause of the infection was unable to be determined due to insufficient clinical details. The cause of the optical signal issue was due to sensor wear within product design life of 60 days. The device passed all post-sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 pump and supported by ECMO lost optical signal. The patient also suffered bacteremia and was treated with antibiotics. Later, the patient expired.